Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12267. It was reported that patient presented to the hospital for a lead extraction procedure due to atrial lead noise oversensing anomaly. After the right atrial lead (ra) was removed in procedure, the right ventricular lead (rv) began exhibiting elevated capture threshold. It was suspected that the rv lead was damaged while extracting the ra lead. The physician explanted and replaced both leads successfully. The patient was recovering from the procedure.